Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor was resetting while performing a baseline. The cause of the monitor resets was a flash memory failure. (Components u102 and u105) on the c/a board sn (B)(4). The flash memory had a intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.